Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that an unspecified number of bd phaseal optima connectors (c35-o) experienced a loose connector or separation of the connector and injector which was noted during use. The following information was provided by the initial reporter: material no: 515070, batch no: unknown. Incident description: complain about the optima injector /connector / unit used to attached home infuser pump lines to their PICC lines. There¿s 2 categories of complaint: the use of a optima injector /connector/injector unit (on the line for these infusers) to the patient¿s PICC line apparently slows the infusion dramatically. We normally run for approximately 46hrs and our nurse is reporting closer to 52hrs when she uses the connector. Because of the time-frame for these infusions, patients are finding the optima injector /connectors units aren¿t staying well connected to their PICC lines overnight. Multiple patients have had to return to the nurse to have them reattached.

Event description:
It was reported that an unspecified number of bd phaseal optima connectors (c35-o) experienced a loose connector or separation of the connector and injector which was noted during use. The following information was provided by the initial reporter: material no: 515070 batch no: unknown. Incident description; complain about the optima injector connector unit used to attached home infuser pump lines to their PICC lines. There¿s 2 categories of complaint: 1. The use of a optima injector /connector injector unit (on the line for these infusers) to the patient¿s PICC line. Apparently slows the infusion dramatically. We normally run for approximately 46hrs and our nurse is reporting. Closer to 52hrs when she uses the connector. 2. Because of the time-frame for these infusions, patients are finding the optima injector /connectors units. Aren¿t staying well connected to their PICC lines overnight. Multiple patients have had to return to the nurse to have them reattached.

Manufacturer narrative:
Investigation summary: no samples displaying the condition reported are available for examination, so we were unable to fully investigate this incident and a root cause could be determined. A device history review could not be completed as no batch number was provided. Bd was not able to duplicate or confirm the customer¿s indicated failure as no information or sample was provided.